Event description:
It was reported that via fluoroscopy, externalized conductors were observed. No further information available. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.